Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, it was observed in the records the patient received inappropriate high voltage therapy due to a supraventricular tachycardia diagnosed as ventricular tachycardia due to the devices programmed settings. No intervention was performed. The patient was in stable condition.